Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced low blood glucose of 43 mg/dl. The customer also reported that they had high blood glucose level of 300 mg/dl. The troubleshooting was performed for high blood glucose level and under delivery. The customer was treated with the insulin pump for high blood glucose level. Customer alleges insulin pump for under delivering because blood glucose level not going down. It was also reported that high pressure test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had unresponsive bolus express button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over/under delivery anomaly due to unresponsive button.